Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The end user states that the heat from the stationary unit has melted the indoor/outdoor carpet. The end user states that the machine is not alarming.